Event description:
Procedure type: resection. According to the reporter: only half of the anastomosis circumference was clipped. There was also only one, complete donut ring. A second device of the same lot was used to re-staple the anastomosis. There was no reinforcement material used. There was unanticipated tissue loss from the second attempt. There was no unanticipated tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).